Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced a prolonged hypoglycemia event overnight, with a dexcom g7 continuous glucose monitor (cgm) low of 39 mg/dl lasting about 1.5 hours after prior hyperglycemia with a reported value of 370 mg/dl and correction dosing that followed an unannounced late dinner. The user later consumed juice and spoke with support for education on meal announcements and was assigned additional training. Symptoms include confusion/disorientation, diaphoresis and shaking/tremors associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for oral carbohydrate treatment and coaching. Investigation included review of device data and user history. Investigation of this case revealed that a missed meal announcement led to postprandial hyperglycemia, subsequent correction dosing, and a delayed overnight low; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement and corresponding insulin dosing dynamics.